Manufacturer narrative:
Reporting exemption number e210500. Registration number: 9710154. (B)(4). Emervel classic lidocaine is the international name for restylane refyne. CAPA: the events of eye swelling, lip swelling and pruritus are expected. The event of pharyngeal oedema is unexpected and possibly related to the treatment. No corrective or preventive action is needed. Manufacturer narrative: lot number was not reported. Pharmacovigilance comment: the serious, unexpected event of pharyngeal oedema was considered possibly related to the treatment. The serious criteria included the potential risk that the event might lead to disability or permanent damage. The non-serious events of lip swelling, eye swelling and pruritus were considered expected and possibly related to the treatment. A possible etiology for the events includes hypersensitivity with angioedema. Alternative etiologies or contributory factors might also include allergy to environmental or food triggers. The case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. Follow up information will be requested. Additional comments: device was not available to manufacturer version 1. Three follow-up attempts have been performed in order to gather additional information about this case. Unfortunately, no response was recevied. New version of the case was opened in order to submit a final report to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 by an nurse which refers to a patient aged (B)(6) years (gender unknown). No information was provided about medical history, concurrent diseases, concomitant medication, history of allergies or previous filler treatments. On an unknown date, the patient received treatment with emervel classic lidocaine to the oral commissures (lot number, volume, needle and injection technique were unknown). On an unknown date following the injection, the patient experienced swelling in the throat(pharyngeal oedema), swelling in the eye(eye swelling) and swelling in the lip(lip swelling). The patient also experienced itchy skin(pruritus) at unknown area. At the time of the report, the outcome for the reported events was unknown. Tracking list: version 1. Three follow-up attempts have been performed in order to gather additional information about this case. Unfortunately, no response was received. New version of the case was opened in order to submit a final report to the regulatory authorities.

Manufacturer narrative:
Reporting exemption number (B)(4). Registration number:(B)(4). (B)(4) (importer) is submitting on behalf of q-med ab (manufacturer). Arisg case number: (B)(4). Importer's report number: (B)(4). Emervel classic lidocaine is the international name for restylane refyne. Medra codes: (B)(4). CAPA: the events of eye swelling, lip swelling and pruritus are expected. The event of pharyngeal oedema is unexpected and possibly related to the treatment. No corrective or preventive action is needed. Lot number was not reported. Pharmacovigilance comment: the serious, unexpected event of pharyngeal oedema was considered possibly related to the treatment. The serious criteria included the potential risk that the event might lead to disability or permanent damage. The non-serious events of lip swelling, eye swelling and pruritus were considered expected and possibly related to the treatment. A possible etiology for the events includes hypersensitivity with angioedema. Alternative etiologies or contributory factors might also include allergy to environmental or food triggers. The case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. Follow up information will be requested. Additional comments: the serious criteria included the potential risk that the event might lead to disability or permanent damage.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 by an nurse which refers to a patient aged (B)(6) (gender unknown). No information was provided about medical history, concurrent diseases, concomitant medication, history of allergies or previous filler treatments. On an unknown date, the patient received treatment with emervel classic lidocaine to the oral commissures (lot number, volume, needle and injection technique were unknown). On an unknown date following the injection, the patient experienced swelling in the throat(pharyngeal oedema), swelling in the eye(eye swelling) and swelling in the lip(lip swelling). The patient also experienced itchy skin(pruritus) at unknown area. At the time of the report, the outcome for the reported events was unknown.